Manufacturer narrative:
H3 this report is based solely on the information provided by the customer. Lot information was not provided, therefore, a review of the device history record could not be performed. Without the product returned, confirmation of customer's complaint nor the root cause could be determined. Customer confirmed that the patients that are unclipping the restraints are mildly agitated or delirious, such as patients with head trauma who fidget. Contraindications in the IFU state do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. The instructions for use application instructions state insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound. Pull firmly on the straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer states that product 2551 is coming loose and the patient is able to unclip the product. Customer states patients are able to use the product as leverage to unclip them. Then, if the patient is shaking and pulling the clip will slip down and get looser over time. No patient incident was noted.